Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, a reporter for the patient (the patient¿s mother) contacted lifescan (lfs) (B)(4) to report that the patient¿s results were missing from the memory of her onetouch ping enhanced meter. The complaint was classified based on the customer service representative (csr) documentation. The reporter alleged that results had been missing from the meter¿s memory for about 3 months prior to contacting lfs. She claimed that because of the missing results, she was unable to find the patient¿s latest readings. The patient manages her diabetes with insulin pump therapy. The reporter was unable or unwilling to say whether the patient made any changes to her usual diabetes management routine following the start of the alleged issue. The reporter claimed that about 2 months after the alleged issue began, her daughter developed symptoms of ¿nausea and tiredness¿ which the reporter thinks ¿was because of the meter¿. The reporter claimed that because she could not check her daughter's readings, she ¿could not treat her properly¿. The reporter was unable to recall whether her daughter was wearing her insulin pump at the time of the reported incident. The reporter indicated that her daughter was admitted to hospital where an ¿extreme high blood glucose level of 54mmol/l¿ was obtained on the ER/hospital meter, and the patient received humalog insulin (dose unknown) and IV fluids from a healthcare professional (hcp) to treat her symptoms. At the time of troubleshooting, the csr noted the meter was not being used for the first time. Based on the information provided, there was no misuse of the product; however, the patient had stored future dates in the meter which led to missing results in the meter¿s memory. The csr educated both the reporter and the patient on future dates getting stored in the meter and walked the reporter through resolving the issue. The issue was resolved. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs and symptoms suggestive of severe hyperglycemia requiring hcp intervention, after the alleged memory issue began.